Event description:
It was reported by the caregiver, that the patient's peg tube was leaking at the cap of the port. The caregiver stated that the leaking occurred about 30 minutes after tube feeding. The patient was taken to the hospital for a change of tubing.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.